Event description:
On (B)(6), a customer from (B)(6), reported that visnet was reporting a pulse reading of 0 'zero.' A complete blood pressure monitor was replaced and still receiving random readings of 0 for pulse. Pt = crm, last4 = 5167, v100 sn = (B)(4). Customer has confirmed with patient, when meter pulse reading is below 35 the patient receives err on the meter and 0 reading on the v100 monitor. Current v100 bgm does not allow passing up of err reading to visnet. Err means cuff needs to be adjusted per a and d documentation.